Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and required maintenance. A field service engineer found that cubie pockets 2-1 b3 disconnected from the bus. Hardware test application (hta) revealed all pockets in drawer 2-1 were disconnected from the bus. The fse reseated all connections in drawer 2-1, and the drawer began working. Upon reboot, the station was not communicating, so the network cable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed to recover. The drawer and pocket were open but did not clear and displayed a requires maintenance message. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.